Manufacturer narrative:
The returned device was patent. The stopcock below the drip chamber was disconnected from the drip chamber. It is unknown how or when this damage occurred. There was adhesive noted at the connection. The damage led to the device not meeting the requirements for the leakage test. When disinfecting the device while changing the drainage bag, ensure that the disinfectant is allowed to air dry completely before reconnecting the luer connections in order to prevent over tightening and possible difficulty with future drain bag changes. A review of the manufacturing records was not possible as no lot number was provided. (B)(4).

Event description:
It was reported to medtronic neurosurgery that the drip chamber to stopcock connection became disconnected on a exacta drainage system.